Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis. It was reported that the peritonitis was manifested by turbid effluent. Treatment for the peritonitis was not reported. At the time of this report, the patient had recovered from the event. Additional information was requested but is not available. This is report 1 of 3 involved in this event.